Event description:
It was reported that the patient experienced implant site pain after a fall and the ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.